Manufacturer narrative:
Insulin pump received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was 351 mg/dl. Customer reported that battery compartment had a crack. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.